Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported the unit went ventilator inoperative at turn on. Reportedly, customer identified error code message of da pcba adc (data aquisition/ printed circuit board assembly/ analog digital converter) failed. The customer reported there was no patient involvement.

Manufacturer narrative:
The field service engineer replaced the data acquisition (da) to motor controller (mc) cable/motor controller (mc) bracket retrofit kit. Unit passed the electrical safety test. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred and there is a relationship of the device to the reported problem. Due to part was not returned for failure investigation (fi); therefore, no root cause could be determined.